Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. The target lesion was located in the proximal left circumflex with 90% stenosis and was 6.0 mm long with a reference vessel diameter of 2.5 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 x 12 mm taxus liberte stent with 0% residual stenosis. The patient was discharged the next day on aspirin and prasugrel. At 425 days post-index procedure, the patient expired at home. The death certificate reports cardiac arrhythmia and coronary artery disease as the cause of death. Per the physician, the death is not related to the taxus stent. No additional information is available.

Manufacturer narrative:
(B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).